Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for evaluation. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 14.7cm from the tip. Inspection of the remainder of the device present. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the first inflation at 5 atmospheres for 5 seconds, it was noted that the balloon had ruptured as the pressure stopped increasing and blood entered the indeflator when negative pressure was applied. The device was removed, and the procedure was completed with another of same device. There were no complications reported and the patient was in good condition post-procedure.

Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request. A2 - age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for evaluation. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 14.7cm from the tip. Inspection of the remainder of the device present. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the first inflation at 5 atmospheres for 5 seconds, it was noted that the balloon had ruptured as the pressure stopped increasing and blood entered the indeflator when negative pressure was applied. The device was removed, and the procedure was completed with another of same device. There were no complications reported and the patient was in good condition post-procedure.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the first inflation at 5 atmospheres for 5 seconds, it was noted that the balloon had ruptured as the pressure stopped increasing and blood entered the indeflator when negative pressure was applied. The device was removed, and the procedure was completed with another of same device. There were no complications reported and the patient was in good condition post-procedure.

Manufacturer narrative:
A2 - age at time of event: 18 years or older.